Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The cause of the reported phenomenon cannot be conclusively specified. However, based upon the information from the service department of olympus europe se & co. Kg (oekg) and instructions for safe use (IFU), omsc surmised there was the possibility this phenomenon was attributed to the solution such as infacol was added to the water bottle and feeding that water, and/or insufficient reprocessing caused dried chemicals remained inside air/water channel of the subject device. [Reference information] a similar phenomenon had occurred at the user facility in the past with the investigation record. The cause of the phenomenon at that time might have been occurred due to the object contained in water used at the user facility or its dried residues. Instructions for safe use (IFU) instructs ¿nothing other than sterile water should be used for air/water feeding. No additives should be put into the sterile water.¿ IFU also states that one has to feed water in the air/water channel after procedure to prevent clogging. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject was returned to the service department of (B)(4) but has not returned to omsc. The service department of (B)(4) checked the subject device. It was confirmed that this object seemed like infacol (colic remedy) which used in the air/water bottle and it had left a coating on the air/water channels. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the repair at the service department of olympus (B)(4), it was found the white foreign object in the air/water channel of the control body of the subject device. There was no patient injury associated with this report.